Event description:
Customer phoned complaint to kendall healthcare on 5/11/01 alleging that at the beginning of a gynecomastia surgical procedure, the surgical tech noticed the tip of the yankauer suction tube was broken off. It had been used on the pt's right breast, subsequently the surgeon had to search the wound and retrieve the broken tip. Also, the tech alleges that the surgeon noted that there were two thin prongs still attached to the long tube; one of the thin prongs broke off, after being removed from the field. Sample arrived 05/16/01 and was being decontaminated.